Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. An addition reportable finding of plastic distal end cover melted or burned around the instrument channel outlet at the distal end. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The end user facility contacted olympus to report a repair request for switch 4 not working on their bronchovideoscope. During preliminary evaluation and inspection of the returned subject device, foreign material was found in the tube. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem as well was foreign material present in the tube have been confirmed. Switch 4 exhibited corrosion due to water immersion, and a pinhole and dents were found on the tube. Switches 1 and 2 were also found to be corroded and not working. The light guide bundle was found to be damaged and slipping down. The insertion section¿s connecting tube also had a dent. Damage was found on the rotation ring and angle wire as well as a burnt distal end. The control unit was found to be sticky from water leakage. The universal cord was found to be wrinkly and sticky. The plate of the control section was also found to be sticky. The scope connector had corrosion due to water leakage as well. This investigation is ongoing, and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.